Event description:
The reporter stated that after attempting to deliver a bolus from the meter remote, the pump showed the bolus being cancelled by a button press on the pump. The reporter stated that she was unable to confirm using the pump and so confirmed with the meter remote. The reporter stated that none of the keypad buttons were responding and the pump keypad was intact. The patient reportedly wore the pump on the outside of clothing and did not clean the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 12/23/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: all keypad buttons were found to be responding appropriately. The keypad was removed and no button contact issues were found. The bolus button was observed to be missing.